Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of erroneous results for 2 patient samples tested for either intact human chorionic gonadotropin + the b-subunit (hcg + b) or free thyroxine (ft4 ii). Patient 1 initial ft4 ii result was 4.79 (unit of measure not provided). On (B)(6) 2016 the repeat result from another laboratory was 1.26 (unit of measure not provided). Patient 2 initial hcg + b result was 594.3 mui/ml. The sample was repeated twice on (B)(6) 2016 at another laboratory with results of 10000 mui/ml with a data flag and 21876 mui/ml. No adverse event occurred. No reagent lot numbers or expiration dates were provided. The customer was asked to check the procell aspiration tube filter. One procell aspiration tube filter was broken and replaced. The customer has not had any additional problems since the day of the event. Based on the information available for investigation, the discrepant results indicate an issue with signal generation in the measuring cell. The root cause was identified as leakage in the procell aspiration filter. The filter was replaced. If the liquid level in the procell bottle is close to empty and there is an issue with the aspiration filter, then air could be partially aspirated. This can cause discrepant results due to the lack of procell present at the time of measurement.